Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appears to be depleting normally and the power consumption is stable and within expectation based on programming and therapy delivery. Technical services (ts) discussed that the power consumption is elevated due to the device sensing sporadic high atrial rates. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was prophylactically explanted and replaced. There are no allegations or evidence of a product malfunction at this time. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.